Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for some reason, they felt it late last week and felt like a lot, and somehow they were stuck with maximum settings. Patient stated that they had been active which their healthcare provider (hcp) knows and they had cataract surgery, so they were behaving and on the week they were not doing anything, the ins went nuts. Patient also stated that the ins started "pumping" and when they went to fix it using the external device it said maximum settings. Agent had them try changing programs because they had already tried playing with the stimulation, but the stimulation was not going any higher than 0.3 even after changing programs. Agent redirected them to the hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.